Manufacturer narrative:
The reported events of failure to sense and low lead impedance were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found offset outer coil and the outer insulation damaged consistent with overtighten suture sleeve. Further analyzing found damaged inner insulation consistent with overtightened suture sleeve tie. The cause of the reported events was isolated to damaged inner insulation consistent with overtightened suture sleeve tie consistent with procedural damage.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure that there were no p waves and pacing impedance was below the normal range when connected to the generator. The lead was disconnected and connected to a pacing system analyzer with similar results. The lead was removed and exchanged. Parameters with the replacement were normal. There were no complications, the patient was stable throughout the procedure.